Event description:
18 fr. Manta vascular closure device failed to close the femoral arterial access site at the conclusion of the original surgical intended procedure. Right femoral artery bleed, femostop¿ femoral compression system was placed, no pulse felt or dopplered in right foot. Vascular surgeon consulted. Femoral cut down performed. Artery was sutured, no bleeding was noted. Manta collagen plug found in tissue right groin and subsequently extracted. Pulse in right foot was felt. Femoral cut down was sutured closed.

Event description:
18 fr. Manta vascular closure device failed to close the femoral arterial access site at the conclusion of the original surgical intended procedure. Right femoral artery bleed, femostop¿ femoral compression system was placed, no pulse felt or dopplered in right foot. Vascular surgeon surgeon consulted. Femoral cut down performed. Artery was sutured, no bleeding was noted. Manta collagen plug found in tissue right groin and subsequently extracted. Pulse in right foot was felt. Femoral cut down was sutured closed.